Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during prime test, due to moisture damage force sensor. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer's wife reported that customer's insulin pump alarmed during an infusion set change. It alarmed at the fill cannula stage. Customer's blood glucose is 246 mg/dl. The device was not bumped or dropped before the alarm. Customer could not identify any damage to the drive support cap. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.